Event description:
During service by baxter, a flo-gard infusion pump was found with a malfunction of power cord broken. This condition had the potential to interrupt delivery. The event was reported to have occurred during preventative maintenance. According to the hospital representative, there was no patient involvement. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device was repaired on-site at the customer facility by a baxter field service technician, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be damage to the power cord. To correct the condition, the power cord was replaced. If any additional information is received, a follow-up MDR will be sent.